Event description:
Customer reported when the alarm is set to the high volume, the alarm volume is low. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit found that the alarm's volume, when set to high, is inaudible unless the alarm is put up to the ear. Unit passes all functional tests. (B)(4).